Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, fse confirmed the tse finding of power related errors on the usm arm 1. Investigation found faulty distal and proximal outer setup joint (suj) to address the issue. Replacement of these parts resolved the issue. Following this, the system was further tested and verified as ready for use. Rmas have been issued to the customer requesting to have the isi device returned; however, isi has not received the rmas to confirm/identify any reportable failure mode(s). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Tableau report review was performed. Per the review, the following was confirmed: on (B)(6) 2022, a gastric bypass procedure was performed by dr. (B)(6) on system serial #(B)(4). This complaint is considered a reportable event due to the following conclusion: the customer converted to a laparoscopic procedure after the start of the procedure due to repeated non-recoverable fault 26002. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure that repeated non-recoverable faults occurred. The customer received phone assistance from the technical support engineer (tse). Prior to calling in, the site restarted the system; however, issue persisted. Tse assisted the site with performing a hard reboot but the issue returned. Tse advised the user to disable the suspect universal side manipulator (usm) arm 1. Tse noted several power related errors on the usm arm 1. The user stated that all 4 usm arms were needed. The site then elected to convert the procedure to laparoscopic surgery. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal set-up joint (suj) was returned for failure analysis. The proximal suj was analyzed and found to have errors via remote fe. The fa found errors 26002, chain communication errors, as well as 32100 errors. The unit was tested in the test machine, and it passed all the tests. As a fix, the axes controller setup (acu) board, horizontal harness, vertical harness, set up fru upper (sfu) board will be replaced. The distal suj was also returned for failure analysis. The distal suj was analyzed and found to have errors via remote fe. The error showed up on error log history. The unit was tested in the test machine, and it passed all the tests. The unit was installed in the system and no errors were triggered. As a fix the axes controller tornado (act) printed circuit assembly (pca). The complaint, regarding error 26002 was not confirmed by failure analysis.